Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the dissector balloon, lock collar, trocar balloon, obturator and insufflation bulb appeared intact. The inflation syringe was received. A functional evaluation found that using a test syringe the trocar balloon was inflated, no leaks detected. The dissector balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, the balloon was physically broke. There was no patient involvement.